Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the mid right coronary artery (rca). The 2.25x32mm taxus liberte atom stent was advanced to the target lesion and during the procedure the stent dislodged from the stent delivery system. The dislodged stent was unable to be located, and the physician was unable to retrieve the stent. No additional patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The target lesion was located in the mid right coronary artery (rca). The 2.25x32mm taxus liberte atom stent was advanced to the target lesion and during the procedure the stent dislodged from the stent delivery system. The dislodged stent was unable to be located and the physician was unable to retrieve the stent. No additional patient complications were reported.

Manufacturer narrative:
(B)(4)device is combination product.(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus liberte monorail (mr) stent delivery system (sds) with no stent. Contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The returned catheter was visually, tactilely examined along the entire length and the only damage seen was on the distal end. The distal end was further inspected under magnification and it was determined that the tip was damaged and the stent was no longer present on the sds. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The balloon was in a tightly folded condition with no positive pressure applied and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).